Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined; however, it has been determined the event is unrelated to the device. The surgeon reported the event is related to the initial procedure. (B)(4). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k101336. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03474, 0001825034-2017-03477, 0001825034-2017-03478, and 0001825034-2017-03479. This event was previously reported under 3002806535-2017-00465. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent irrigation, debridement and antibiotic treatment one month post-implantation due to wound dehiscence. The wound dehiscence was reported to be unrelated to the implanted devices; however, related to the initial implant procedure. Attempts to obtain additional information have been made; however, no more is available.